Manufacturer narrative:
A visual inspection identified damage to the tubing located below one of the lower smartsite components; leakage was observed from the damage during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records did not identify any failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be determined in this instance.

Event description:
The reported feedback suggests split in IV administration set with leaking of saline on priming of line.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests split in IV administration set with leaking of saline on priming of line.